Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and defib cycling without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The device log suggests that an invalid/ unsupported accessory was attached to the device, but we are unable to confirm. The multifunction cable (mfc) was returned for evaluation; however, no discrepancies were found. Analysis of reports of this type has not identified an increase in trend.